Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 304 mg/dl. The contact was uncertain of the suspected cause. The customer delivered a correction bolus via the pump. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer would obtain alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was detected related to the elevated blood glucose event.